Event description:
On (B)(6) 2014 I had the davinci hysterectomy. I left the hospital with a sharp stabbing pain in my right side. At my four week check-up, I mentioned this to my obgyn and he said it was part of the healing process. I called again at six weeks and at eight weeks. I have seen 20 doctors over the past two years. I have been to every major medical center in my area. The happy perky person I used to be is gone. Now I am someone who gets through my work day by taking six percocet, gabapentin every two hours, and flexeril. I go home and crawl in bed. My only relief is a hot bath or to lay with a heating pad on my side. One doctor beliefs they severed a nerve. My medical bills extend beyond (B)(6). I am so far in debt which adds to my depression. There seems to be no hope. I cannot get help from a doctor, no attorney will take my case, nothing. I am a fun, beautiful person who works at a community college and changes lives on a daily basis. I have to be happy. I may look happy on the outside, but I am dying on the inside. And yes, I have contemplated suicide on many occasions. The only thing that has stopped me is that I have a (B)(6) son. Have you ever had a complaint of a severed nerve? The pain actually feels like they left something inside of me. It becomes so intense at times that it takes my breath away. Do you have any recommendations as to what I can do? I am desperate for help.